Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the non-bsc right ventricular (rv) lead displayed an episode of noise with 1.5 seconds of pacing inhibition. The patient implanted with this device system was reported to be completely pacemaker dependent, however, was asymptomatic during the episode. Additionally, increased threshold measurements of 21.v@0.5ms and decreased pacing impedance measurements of 75 ohms was observed. No noise was created with valsalva manuevers. The patient's physician believed that the lead was not performing to specifications. A venogram was performed and it was believed that a lead revision procedure was to be performed. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.